Event description:
It was reported that the patient underwent implantable pulse generator (ipg) implant procedure. After the procedure patient was experiencing pain, discomfort, anxiety, and depression and was sent to the hospital. The patient was doing well postoperatively and sent home.